Manufacturer narrative:
The device was received for evaluation and based on the condition of the sample only a visual inspection could be completed, no additional testing could be performed. The reported condition could not be verified on the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva bag for automix was leaking. This was described as ¿while preparation of medication with kiovig, leakage was observed under the eva bag¿. It was further reported that the connections were proper and no perforation was observed. As a result, the medication was transferred to a new bag and a total of 532 ml of medication was administered instead of 550ml. The issue was identified prior to use on the patient. There was no patient involvement. No additional information is available.